Event description:
This report was received from a physician who reported using gelfoam (gelation) in the middle ear during a tympanoplasty that he performed on a pt in 2003. Recently, he performed surgery on the same ear and noticed a perforation in the ear and porous pieces of gelfoam floating around. The outcome of the event was not reported. Case comment: perforation in the ear was reported, although the pt underwent a tympanoplasty, which probably was required as a result of a previous tympanic perforation. The reappearance of the 'perforation in the ear' might have been a consequence of a foreign body reaction which is a well-establsihed adverse event associated with the use of gelform. In addition more data regarding the first procedure would be useful (presence or not of an associated infection) because it is known that in some circumstances (like intervention on contaminated areas) the use of gelfoam is not recommended.

Event description:
Perforation in the ear (tympanic membrance perforation). Case description: spontaneous device report, argus #2004198745us. This report was rec'd from a physician who reported using gelfoam (gelatin) in the middle ear during a tympanoplasty that he performed on a pt in 2003. Recently, he performed surgery on the same ear and noticed a performation in the ear and porous pieces of gelfoam floating around. The outcome of the event was not reported. Follow-up info rec'd 04-02-2004: the tympanoplasty didn't work and the gelfoam was still sitting in the ear space. Info rec'd does not change the previous assessment.